Event description:
Per the audiologist, the pt reported no auditory perception when using the cochlear implant system. Results from an integrity test done in 2008 confirmed the implant was not functioning. Explant/reimplant surgery was recommended but had not been scheduled at the time of this report filed the following month.